Manufacturer narrative:
DHR review: manufacturing date: 8/9/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. All silicone weight tests were performed as per requirement with no issues documented. Batch 7178964 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation (az): five assembled 10ml syringes in opened blister packs were received by bd canaan and confirmed to be from batch #7178964 (p/n 302995). They were visually evaluated. Each sample was found to have normal silicone presence. A small amount could be seen on the stopper edges and near center where it touched the barrel¿s roof. The amount observed was a normal and expected amount of silicone for this product. No stringing and no pooling of silicone was observed. The small amount is required for the product to function properly. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. No CAPA necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported before use of the 10ml bd¿ luer-lok¿ tip syringe there appeared to be a sticky substance inside the barrel of the syringe. There was no report of injury or medical intervention.